Event description:
Caller alleged discrepant inratio results. Results as follows: patient self tester performed a correlation and found the inratio meter to give results much higher than the lab. Date: (B)(6) 2012, inratio: 2.6, lab: 1.6. Both inratio and lab tests were performed at the same time. Customer to be sent a replacement meter and strips.

Manufacturer narrative:
Investigation pending.